Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the cassette did not provide sufficient power for aspiration during vitrectomy surgery. The procedure was completed on the same day, however it was unknown how the surgery was completed. There was patient contact, but no information reported about patient impact.